Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the exact cause of the worsening bradycardia post procedure and subsequent ppm implant cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (advanced age, bulky ncc calcification, pre-existing bradycardia) likely contributed to this event.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transapical tavr procedure, a 26mm sapien xt valve was successfully deployed. On postoperative day (pod) 1, the patient¿s pre-existing bradycardia became ¿advanced¿. The patient was medially managed and monitored, but no improvement was observed. On pod35, a permanent pacemaker (ppm) was implanted. At the time of this report, the patient¿s condition was reported to be ¿recovered¿. Per medical opinion, the worsening bradycardia was related to the tavr procedure. The native annular diameter measured 20.9mm by tte and 19.8mm x 25.9mm by CT with a valve area of 419.2mm2. Bulky calcification on the non-coronary cusp (ncc) was reported.